Event description:
It was reported that the wifi is intermittently working when the stack is turned off and back on again. Surgeon was unable to take any pictures during the procedure due to being unable to connect the stack to the (B)(4). When the stack is turned on, the camera symbol on the main screen is completely white, this seems to be when the wifi is not working. When the system unplugged and re started it, the camera would turn orange/white as it's supposed to, this would then mean the wifi would work. This happened 3-4 times. No patient injury was reported. No back up was available.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported malfunction could not be duplicated during the functional testing process. Complaint of intermittent wi-fi connection could not be reproduced. Ccu passed all functional tests including wi-f- function. The ccu was power cycled and the wi-fi connection was activated with no problem. No intermittent wi-fi connection failures occurred during the power cycle test. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.